Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The cause of the material remaining in the device could not be specified. There was no damage to the areas where the foreign material was detected and reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. There were no abnormalities with the accessories used for reprocessing. There was no delay to the start of pre-cleaning or manual cleaning. An air/water rinse was performed. The device was reprocessed with instruzym, instruplus, sterile water, and alcohol. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report # 9610595 - 2023 - 10166. Patient identifier: (B)(6) .

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The issue was observed during the beginning of the unspecified procedure and was completed with a similar device.

Event description:
The customer reported to olympus, that the colonovideoscope had an air/water channel that was defective. There was no report of delay or harm to a patient or user. Inspection and testing of the returned device found that the nozzle, the j-tube, the plastic distal end cover and the bending section cover adhesive all with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a dark foreign material resembling glue or silicon grabbed inside the nozzle, mixed with an orange/brown foreign material which was not possible to remove. At the plastic distal end cover and the j-tube there was an orange foreign material which was most likely traces that remained from last procedures. And between the bending section cover and the bending section cover adhesive was a sticky foreign material. These issues were attributed to insufficient cleaning/handling. Additional evaluation findings were as follows: due to clogging of nozzle, water removal ability did not meet the standard value, the image guide protector was damaged, the plastic distal end cover had a dent, the connecting tube was deformed, the universal cord's coating was peeling, the water supply was out of standard value, and the bending section cover adhesive was deteriorated and there was separation on the thread-wound section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.